Event description:
The customer stated that the paramedics were called to her home for treatment, due to unknown low blood glucose levels. The customer also stated she was unresponsive even after a glucagon shot. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.